Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown. What color cartridge was being used? White. Did the cartridge fall into the patient? Unknown. If yes, was it retrieved? Was not left in pt.

Event description:
It was reported that during a gastric bypass procedure, when creating the jejunojejunostomy, the stapler was fired and the reload pushed out of the end of the stapler. Malformed staples were noted. Stapler was reloaded, fired and poor staple formation was noted again. Case completed with another device of the same product code. There were no patient consequences reported.